Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that surgery may have been extended for an unk amount of time due to the articular surface failing to snap into the tibial baseplate.